Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2009. Patella resurfacing was performed in (B)(6) 2012. Revision procedure was performed on (B)(6) 2012 due to infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The tibial bearing and femoral component removed during this revision procedure were made by biomet orthopedics, and reported under medwatch 1825034-2012-01224/01225.